Manufacturer narrative:
Upon further review of this record, it was determined that the dislodgment was not confirmed but suspected by the physician. Attempts to obtain further information were made. However, no further information is available at this time.

Event description:
It was reported that this right atrial (ra) lead showed an elevated threshold of 3.5 at 1.5 milliseconds. The health care professional (hcp) inquired if the system is magnetic resonance imaging (MRI) conditional. Boston scientific technical services (ts) discussed that it is a clinical decision, as it was mentioned that the concern for elevated thresholds is a smaller safety margin for pacing output. Additional information received indicated that this right atrial (ra) lead was suspected to have been dislodge. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead showed an elevated threshold of 3.5 at 1.5 milliseconds. The health care professional (hcp) inquired if the system is magnetic resonance imaging (MRI) conditional. Boston scientific technical services (ts) discussed that it is a clinical decision, as it was mentioned that the concern for elevated thresholds is a smaller safety margin for pacing output. Additional information received indicated that this right atrial (ra) lead had exhibited dislodgement. This ra lead remains in service. No adverse patient effects were reported.